Manufacturer narrative:
This device is used for treatment, not diagnosis. One screw was provided with this complaint. It is whole and intact. Its general configuration, laser etch markings, diameter of 4.88mm, and length of 38.08mm confirm this as a 458.938. The drive is lightly damaged, consistent with use. There are six marks at the bottom of the drive, assumed to be impressions left by the driver. The top of the head has numerous superficial scratches/marks. The band and the bottom of the head are in good condition. The bottom of the head is unmarked. The shaft threads are moderately damaged with impact marks and displaced material at the major diameter on threads 4 through 8 and again at approx 14mm from the tip. The trocar point and tip are in good condition. The relevant dimensions that could be checked are within specification. The damage incurred to the screw was not mentioned in the complaint description. As it was not possible to definitively determined where damage occurred.

Event description:
Patient was implanted with a short tfn nail, helical blade and screw on an unknown date in (B)(6) 2012. It was reported, the femur fractured at the distal tip of the nail and subsequently, the patient could not walk. It is unknown as to when or what happened that caused the fracture. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed all hardware and the patient was revised with a long tfn nail construct. There were no issues reported in the surgery. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant reported as unknown date in (B)(6) 2012. The device history record was reviewed with no complaint related anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.